Event description:
While utilizing the endoworks software in a remote (off-line) configuration, the nurse was successful in uploading pictures from two previous exams. However, when the nurse tried to print out the pictures locally, it would not print at all and no error was noticed. The nurse tried to synchronize the ICU exam and then print the pictures. When the nurse went to upload the pictures, it failed on the third exam.